Event description:
During an unknown dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The user detected the sheath of the device was broken during use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is in progress. A follow up emdr report will be sent within 30 days of submission of this report for the device evaluation. Annex codes e and f will be included in the follow up emdr report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the inner purple lumen of the catheter broken at the proximal joint area inside the balloon. A lab meeting was held with manufacturing and engineering representatives on (B)(6) 2022. Under magnification it could be seen that the balloon portion of the device had been folded and stressed to the point that resulted in the inner purple sheath breaking. At the location of the break, the edges of the lumen had flared as a result of the fold. No other damage was identified on the returned device and no additional testing could be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available